Event description:
A materials management reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was explanted in a secondary procedure within 6 weeks of initial implantation. It was reported that a 15 diopter lens was exchanged for a 16 diopter lens of the same model. The clinical reasons for the explant were refractive surprise and mild decentration of the iol. Additional information was received stating there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).